Manufacturer narrative:
Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently had the infusion set connected to their body during the fill tubing step. Subsequently, 10.2 units of insulin had been delivered. Customer consumed carbohydrates to address the additional insulin that was delivered. Upon follow up, customer was "ok" and blood glucose was 191 mg/dl.